Event description:
Physician had a resident staff member place the cervical ripening balloon for use in dilating a pt's unripened cervix. The device was removed from the pt within the 12 hour indwell time frame as indicated by IFU. Same physician was the attending physician and observed that the fetus had changed from a vertex head down presentation to the breach position well after the cervical ripening balloon was removed. A cesarean section was performed once breach position was determined. Physician feels that the cervical ripening balloon was the cause of the fetus moving into the breach position or becoming disengaged from the cervix. Further, physician felt that 80 cc's of fluid in each balloon was the primary concern for cause. Due to the breach position of the fetus a cesarean section was immediately performed.

Manufacturer narrative:
Due to the complaint device not being returned and limited info received, noting several attempts have been made to talk with the physician to obtain additional info concerning the incident without success. Additional attempts to contact the physician will be made and should info become available it will be forwarded.